Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 implantable tachy lead (B)(6) 2010; 4543 implantable pacing lead competitor (B)(6) 2010; 4076-45 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that there may be premature battery depletion. The battery longevity lasted less than 3-4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.